Event description:
The guidewire was removed from the patient and it was noted under fluoroscopy that 3cm of the distal end of the wire remained in the middle cerebral artery (mca). The broken distal fragment of the guidewire was removed from the patient using a snare. The procedure was successfully completed using another of the same device. There was no clinical consequence to the patient due to this event.

Manufacturer narrative:
Additional information was received from the facility that the anatomy was severe tortuous. Intermittent flush was maintained during the procedure. (B)(4) - the reported event of device tip broken.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned guidewire found that the guidewire was fractured at 201.3 cm and kinked at 61.9 cm from the proximal end. Further investigation using scanning electron microscopy (sem) revealed that the fracture on the spring wire site occurred due to a torsion overload and the fracture on the corewire occurred due to a bending overload (spring and corewire fractures located in the same location). No material anomalies were noted. The separation of the guidewire was likely caused by the force applied to the device and manipulation of the device during advancement in high tortuous anatomy. Subsequently, the guidewire distal tip fractured as a result of fatigue in both a torsional and bending overload direction. As tortuous anatomy and friction are considered to be procedural factors, therefore; a root cause of operational context has been assigned to the event.

Event description:
The guidewire was removed from the patient and it was noted under fluoroscopy that 3cm of the distal end of the wire remained in the middle cerebral artery (mca). The broken distal fragment of the guidewire was removed from the patient using a snare. The procedure was successfully completed using another of the same device. There was no clinical consequence to the patient due to this event.